Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that the xhibit central station (xcs) was showing offline on all the patients it was monitoring. The spacelabs healthcare technical support representative (tsr) advised the customer to contact their biomed to perform a system restart, as they did not have the appropriate level of access to do so. The tse followed up with the customer and it was confirmed that the issue was resolved after performing the restart. The cause of the reported issue could not be determined.